Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. The root cause could not be determined. (B)(4).

Event description:
As initially reported via a patient-oriented program, a consumer experienced keratitis in her right eye (od). The consumer reported a change in the power of the contact lenses, and she has undergone unspecified testing. The consumer has not been using contact lenses since (B)(6); the consumer reported that the contact lenses were stored and cleaned in conjunction with the complaint contact lens care solution. The consumer was prescribed an unknown antibiotic and unspecified eye drops (treatment regimen unknown). It was reported that the consumer was hospitalized and that the event has resolved. Additional information has been requested but not yet received.

Manufacturer narrative:
Additional information has been provided regarding this complaint: upon initial receipt of this complaint, an event outcome of hospitalization had been reported in the absence of supported/concurrent serious and reportable adverse event. Further information received on 03/24/2017 confirming that an in-patent hospitalization has not occurred and no additional information has been received suggesting that a sight-threatening injury may have occurred. Based on the review of the facts at this time, this event is no longer considered serious or reportable. The manufacturer internal reference number is: (B)(4).